Manufacturer narrative:
The technician cleaned and degreased the hi/low drive brake assembly to repair the bed.

Event description:
Info received indicates the bed is drifting down from the high position.